Event description:
The customer reported that when he activated a pod, he did not hear the cannula deploy, but he continued to wear the pod. He said that he consumed 60 grams of carbohydrate for lunch. After lunch, he checked his blood glucose. The result was over 500 mg/dl, and he gave himself a 10 u bolus. He did not consume any carbohydrate at that time. At 3:00 pm, while giving himself a 10.75 u bolus, he stated that he noticed insulin was coming out of the cannula and filling the viewing window. He cancelled the bolus. When he removed the pod, he said that the cannula had come out of the pod partially and what looked like a wire or needle was visible. He discarded the pod.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to confirm the reported cannula deployment failure or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "to avoid hyperglycemia (high blood glucose): check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."